Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical product: 5076-58 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had noise, far field r-wave (ffrw) sensing, a fracture, increased impedance and a possible connection issue with the device. Additionally, the ra lead and right ventricular (rv) lead may have interaction causing the oversensing. The rv lead may also have a connection issue. The rv lead also has decreasing impedance. The patient's has a possible loose connection with the ra and rv leads. The leads and device remain in use. Later the patient went for a follow up appointment because sensing integrity counter (sic) was seen on the transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.